Manufacturer narrative:
Reported defect: unilateral deflation of the right breast implant. Condition of product: product was received inside a single sealed peel pouch with activated sterilization indicators. The pack included distributors report and health professionals' paperwork, including decontamination certificate. Background of the surgery: original surgery was performed by dr in 2000 using hutchison hsh 450 saline-fill implants, which were filled to a volume of 480cc, which is within the maximum fill volume limits for this type of device. In 2007, the pt visited the facility in regards to a deflation of the breast implant. The pt underwent bilateral replacement surgery six months later. The implants were replaced with mentor 425cc devices. Visual inspection: visual inspection identified no damage. Product inspection: pressure testing identified a small tear on the shell/valve strap anchorage interface (right side) (when the product was held in such a position that the brand name was upright and horizontal). The tear measured approx 2mm in length. Microexamination (x10) of the tear identified ragged edges which are indicative of an excessive force having being used. The product met all mfg and quality specifications post MFR. Conclusion: the tear is not a mfg fault.